Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Customer's meter (B)(4) and test strip lot 1069605 were returned and investigated. The port issue was confirmed. The meter was disassembled and a raised pin (#5) was observed in the strip port. No additional issues were identified during extended product investigation. The pins located in the strip port align with the electrodes on the test strip, if one of the pins is bent or raised, the test will not be conducted. This issue may occurr due to misuse or abuse. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's wife reported customer's glucose test did not start after blood sample was applied to his freestyle freedom lite meter. Customer's wife also reported customer experienced symptoms of hypoglycemia and loss of consciousness. Paramedics were called and they treated customer with glucose in a tube, juice and sugar. There was no report of death or permanent impairment associated with this event.